Event description:
It was initially reported the pt experienced a shock up the back and down the arm following a blunt hit on the neurostimulator site against a counter. At that time, movement did not cause stimulation changes, however, palpating the area did. Impedance measurements were normal. An x-ray was performed which indicated possible damage to one lead. Twenty days later, the pt reported feeling an intermittent shock/jolt sensation in the ID-back and down the left leg when the stimulation was turned off. The pt presented to the ER. Movement and palpation did not cause stimulation changes at that time. The pt turned the stimulator on and reported feeling good stimulation on the right side with the same shocking sensation down the left leg. It was reported both leads were fractured and the pt was to undergo replacement in april.

Manufacturer narrative:
Both leads were replaced. One lead was returned to the manufacturer. It is unk which lead was returned. Final device analysis results of the returned lead indicated no significant anomalies. The outer insulation was melted 41 cm from the distal end (suspected cautery artifact). The proximal and distal ends were intact and undamaged. Continuity was acceptable.